Manufacturer narrative:
The reported event of unable to loosen the a-setscrew to disconnect the lead was confirmed. Analysis revealed the a-setscrew had been stripped by the physician at implant. The setscrew was completely stripped therefore it could no longer be engaged with the torque wrench needed to untighten it. The setscrew was stripped by incorrect wrench insertions made by the physician. Special tools were used in the lab to untighten the setscrew then the lead could be removed out of the connector. This is a user related anomaly.

Event description:
During an initial implant procedure, it was not possible to remove the set screw from the header of the device. A new device was used to resolve the event. The patient was stable with no consequences.